Event description:
In the past few weeks, the patient experienced an intermittent return of spasticity. Syringomyelia (syrinx) was ruled out. They were planning on programming the pump, but were unable to withdraw baclofen / cerebrospinal fluid (csf) from the side port of the pump; so they had to abort the procedure. The patient had significant improvement of his spasms with oral baclofen. The physician was also considering exploring the pump or trying a pumpogram again; and "continue the pump until we know the catheter is clear and then do the pumpogram" additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).